Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics. Sixteen days after admission the patient was discharged from the hospital and pd therapy was discontinued. It was indicated the patient would transfer to hemodialysis and was to have their pd catheter removed. At the time of this report, the patient was not recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.